Manufacturer narrative:
It was inadvertently omitted in the initial medwatch that it was confirmed that no fragments were left inside the patient. The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). The initial medwatch stated the date of manufacture was unknown in the initial medwatch, the date of manufacture is oct 5, 2015. The serial number was reported as unknown in the initial report. The serial number has been updated to (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was deformed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to use of excessive force and products were overload which is also classified as misuse, abuse and or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The lot number was unknown. Therefore, device manufacture date is unknown. The manufacturing location was unknown. The contact phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a surgical procedure for a fracture of the tibial and fibular diaphysis, it was observed that metal like fragments scattered from the radiolucent drive device while drilling to make a distal hole for the expert tibial nail. It was further reported that the device stopped functioning and kept generating abnormal sounds when the drill penetrated the proximal cortical bone. The user took out the radiolucent drive off and replaced it with a cutter device to drill the opposite side of the drilled bone. After the radiolucent drive device was restored in the "drying" state, the surgeon tried to keep drilling to make more distal locking holes on the proximal cortical bone, however, the function stopped again when the surgeon tried drilling the opposite side of the cortical bone. It was unknown as to where the fragments fell. It was unknown if the surgery was completed successfully. The patient outcome of the procedure was not provided. There was a twenty minute delay to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.